Manufacturer narrative:
Method: actual device from complaint was evaluated. The standard eval process was completed, which includes volumetric accuracy testing, alarm testing, visual inspection, etc. Conclusion: the standard volumetric accuracy tests performed and found pump delivered 1%-2% over the +/-5% specification in the 19.9ml/hr, 125ml/hr and 400ml/hr tests. Pump was recalibrated and given the full pm svc process to return it to +/-5% accuracy specifications. No device failure could be found to explain the alleged malfunction. A review of the pt history log showed no signs of malfunction. The device appears from all accounts to have functioned as programmed and as designed. The last few therapies were reviewed. These are therapies that only deliver drugs upon a bolus request, which was programmed to be given no more than 10 times per hour and no less than 6 minutes interval between each bolus dose. Another attempt was made today to solicit more info from the customer about what might have caused the alleged over infusion. If more info is rec'd from the customer that explains the malfunction a f/u report will be submitted with the results.

Event description:
Complaint description: "over infusing, showed 40ml left but when measured there was only 10ml left. No pt injury reported." Pt is well. Drug was dilaudid. Customer said he put a red tag on the pump with info requested by moog. Moog could not find the red tag or any of the info requested.